Event description:
The report received from the study indicated that during the index procedure, the pt had a type a dissection during placement of a cypher select plus 3.0x13 mm stent. The dissection was treated by implantation of an additional cypher select plus 3.0x8 mm stent at 8 atm. The stent was post-dilated with a 3.5x9mm balloon at 14 atm due to the bifurcation. A satisfactory result was obtained. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The pt was discharged the day after the procedure.

Manufacturer narrative:
The indication for the index procedure was an acute inferior wall non-st elevation myocardial infarction (nstemi) with onset of pain equal to or greater than seventy-two hours and less than twenty-four hours (=>12 hours and <24 hours). The pt was found to have two-vessel disease and had one lesion treated during the procedure. No staged procedure was planned. Reopro was administered during and after the procedure. The patient's left ventricular ejection fraction was not provided. The patient's pre and post-procedure cardiac enzymes were elevated. The target lesion was the proximal left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, 3.3 mm vessel diameter, 10 mm length, a 90% stenosis, a bifurcation lesion, irregular, and type b2. The lesion was pre-dilated as planned with a 2.0 x 9 mm balloon at 10 atm. A cypher select plus 3.0 x 13 mm stent was implanted at 16 atm. Please note that device (lot# 13322455) is distributed outside the united states, however it is similar to the united states product. The product is not available for eval and testing. A report received from the e-select indicated that a pt experienced a dissection after having a coronary artery stent implanted. The patient's history is significant for obesity, family history of coronary artery disease, hypertension, hyperlipidemia, current tobacco abuse and mi. The patient's history puts them at an increased risk of a mace. The indication for the procedure was an acute inferior non-q-wave mi. The target vessel was the proximal left anterior descending artery (lad). The lesion was described as de novo, 90% stenosed, ostial, at a bifurcation and with thrombus present. The lesion was pre-dilated with a 2.0 mm x 9.0 mm balloon followed by the deployment of a 3.0 mm x 13 mm cypher select stent at 16 atms. The stent was not-post dilated. A small type a dissection was noted after the deployment of the stent. A 3.0mm x 8mm cypher select stent was implanted at 8 atms to treat the dissection. The stent was post-dilated and the dissection was successfully treated. The device remains implanted in the pt and is not available for inspection. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Dissections are a known potential adverse event associated with implanting coronary stents. The IFU cautions that implanting a stent may lead to dissection of the vessel distal and/or proximal to the stented portion. The act of coronary stenting in a bifurcation is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization. Review of the available info suggests that aside from the inherent risk of the procedure that, vessel/lesion characteristics may have contributed to the event. There is nothing to indicate that this event is related to the design or manufacturing process of the cypher select plus. Please note that this is the initial/final report for this product.